Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On 09/01/2024, the patient reported that before he went to bed at 10:30 pm, his cgm was 250 mg/dl so he self-treated with 30 units of insulin, he was fine then he turned off his phone since he didn't want to receive spam calls. He woke up around 2:00 am, he was sweating all over his body from head to toe, trying to talk to his wife but his wife felt that he was incoherent and couldn't understand him so her. His wife drove him to the hospital. His wife said, he was "acting like child" that couldn't properly walk or someone who got stroke. When they arrived in the hospital, they took a bg reading which was 25 mg/dl and he was treated with IV glucose and kept him until 9:00 am. Before he was discharged the bg reading was 88 mg/dl. The patient went home and took two glucose tablets, then he took a bg reading which was 125 mg/dl, felt fine and slept. As he woke up around 1:00 pm, he removed the sensor and still his phone was turned off that's why he couldn't check his cgm. There was no cgm value at all from going to bed at 10:30 pm to the next day as he woke up around 1:00 pm, then removed the sensor. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.